Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing causing loss of pacing on the right ventricular (rv) lead. On 12 jul 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.